Event description:
Additional information received indicated that the event occurred prior to use of the device for a cardiopulmonary bypass (cpb). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per data log analysis, the date in the log does not seem to be set correct. From the log when the system is ran on battery the battery voltage drops rapidly. This indicates the batteries are likely bad and no longer have 18 amp hours (ah) of capacity. The new power manager software will detect this and temporarily lower the battery capacity. This will cause the reported issue of low minutes remaining. The batteries should be replaced. During laboratory analysis, the product surveillance technician (pst) measured the batteries at 10.5 volts direct current (vdc) and 13.0 vdc. Conductance of the first battery were not available due to the low voltage. The second battery had a conductance of 512 siemens (s). Both batteries were connected to a charging test platter for 11 hours. Voltages after charging were 10.8 vdc and 13.1 respectively, both non-typical. Even after charging, the conductance on the first battery was unattainable due to the low voltage. Conductance on the second battery was 494s. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician who is trained by the manufacturer replaced the batteries. After the new batteries were installed a "system computer needs service" error message was displayed on the central control monitor (ccm). Per the manufacturer's technical support specialist, the heart lung machine was improperly shutdown generating the error messages. This complaint is related to (B)(4)/ medwatch #1828100-2018-00143.

Event description:
It was reported during the use of the device for a non-clinical activity, the batteries read that they had five minutes left. The unit was charged and batteries were tested dropping to two minutes left. There was no patient involvement.